Event description:
No additional information received from the customer.

Manufacturer narrative:
Update to d8, d10, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the faulty receptacle unit led to the malfunction, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the gastrointestinal videoscope flickered while connected to the video system center (cv-190). The issue was found during reprocessing. There were no reports of patient involvement.